Manufacturer narrative:
H3, h6: it was reported that, a trial femoral head 36 s/+0 is cracked. As this was noticed upon field inspection, there was not patient involvement. The part, which intent use is in treatment, was returned for investigation and the failure mode can be confirmed. The device is damaged and shows heavy signs of use like gouges and scratches. The production record was reviewed, but no deviation was detected which could have led to the failure of device. For the batch in scope no other complaint was recorded. There is no indication that the device failed to match specification at the time of distribution. The root cause will be set to "end of life problem identified". A relationship between the reported event and the device can be confirmed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions required.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a trial femoral head 36 s/+0 is cracked. As this was noticed upon field inspection, there was not patient involvement.